Manufacturer narrative:
(B)(4). The customer's report of blood leaked out of the valve could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of the reported was not identified.

Event description:
The customer reported cap malfunctioned. Blood backed up through the cap and leaked out. There was no report of pt harm or medical intervention. No additional pt or event details were provided.